Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) of lot number 196164 was requested to the quality operations team. However, the physical file of the DHR was not found in the boxes located in iron mountain. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year old caucasian female patient underwent breast augmentation revision with a (right) 375cc mentor smooth round moderate profile and a (left) 350cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed with bilateral capsular contractures (baker grade IV on the right and baker grade iii on the left). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2010. This medwatch form is for the left breast prosthesis.